Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated through the caval wall into the aorta and right common iliac artery. The patient was reportedly admitted to the hospital with abdominal pain and fluid in the abdominal wall. A drain was subsequently placed. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated and embedded in the wall of ivc; struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, three years post filter deployment patient presented with abdominal pain. Xr upper gi indicated scout view showed ivc filter was surgical clips projecting over the mid abdomen and upper pelvis. Approximately, four months later, CT revealed a few of the filter limbs extend beyond the wall of the cava posterior to the aorta, into the aortic wall as well as the wall of the right common iliac artery. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2016).

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated through the caval wall into the aorta and right common iliac artery. The patient was reportedly admitted to the hospital with abdominal pain and fluid in the abdominal wall. A drain was subsequently placed. The current status of the patient is unknown.